Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced hyperglycemia with a blood glucose of 188 mg/dl after finishing labor-intensive work, and the user stated their glucose typically rises briefly post-work and then declines; troubleshooting and education were provided, no device alerts or alarms occurred, and by the end of the call the glucose had decreased to 170 mg/dl. Symptoms included no reported clinical symptoms. Outcomes included no medical intervention, no hospitalization, and no long-term effects. Investigation included case assessment and user education. Investigation of this case revealed no device malfunction or component issue and was consistent with transient physiological hyperglycemia related to recent exertion. It was concluded, based on previously established findings for similar reports, that the cause was undetermined but likely unrelated to device performance. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.